Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident to hypo-tube. The stent was not present on the balloon on device return. Crimp impressions were visible on the exposed balloon material. Balloon folds remained intact. Necking was evident to the distal shaft. It was not possible to inflate the balloon due to the necking. No other deformation evident to the remainder of the device. Lot number updated. Correction: sections b.1. Adv evnt/prod prob, b.2. Outcome attributed to adverse event and h.1. Type of reportable event updated. Annex f annex e code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the leak occurred at the balloon. It was later reported that the stent did not failed to cross the lesion. The balloon was partially inflated due to leakage. Resistance was noted during withdrawal of the balloon due to already partially deployed stent however there was no issues encountered when removing the stent delivery system from the patient. The device was not moved or repositioned in the lesion while inflated. The same inflation device was used with other devices pre and post the inflation difficulties were encountered. It was suggested that there was a micro perforation of the carrier balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 80% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon leak occurred during stent deployment on the first inflation at 12atm. It was also reported that the device failed to cross the lesion. It was stated that while successfully positioning the onyx frontier stent in the target lesion, it was impossible to properly inflate the stents balloon. Contrast solution leakage was observed on the angiography. The stent was partially deployed and the stent delivery system was retrieved. The stent was fully deployed using another same size ptca semi-compliant balloon catheter. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.